Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room with syncopal episodes. A device check was performed and elevated right ventricular (rv) thresholds were noted. The autocapture device feature was turned off due to the high rv pacing threshold. It was not known what caused the syncope episodes. However, the autocapture test appeared to have been performed and saved in the events close to the time the patient experienced the syncopal episode. The recorded egm did not show any loss of capture or missed beats. The patient is pacemaker dependent. No adverse patient effects were reported. This device remains in-service.